Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation due to the hospital policy. The investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 years post-implantation, the patient underwent a hip revision and device explantation due to a dislocation. The patient was involved requiring revision surgery. It was reported that no further information is available.